Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that device data indicated that a single loaded battery voltage measurement of 2.041v was the reason that remote monitoring disabled. Ts indicated that this device is at increased risk of entering safety mode and recommended device replacement. This device remains in service. No adverse patient effects were reported. Additionally, this pacemaker was later explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that device data indicated that a single loaded battery voltage measurement of 2.041v was the reason that remote monitoring disabled. Ts indicated that this device is at increased risk of entering safety mode and recommended device replacement. This device remains in service. No adverse patient effects were reported.